Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "leaking from the connection of the pump and the catheter connector. The connection between the two was loose." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo (B)(4) medical co. Ltd.

Manufacturer narrative:
On (B)(6) 2022, the distributor confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.